Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer ate and gave a bolus but then received a no delivery. The received a small amount of insulin. They tried to perform a prime rewind and bolus once more and received another alarm. They went home to change out the set and reservoir and received both a no delivery alarm and a motor error alarm. The customer¿s blood glucose was 200 mg/dl. After troubleshooting for the no delivery alarm, customer reported that it was resolved by changing the complete set. During motor error alarm troubleshooting, the drive support cap appeared normal, the pump was able to complete the rewind the pump history did show more than one motor error alarm within a 30 day period and there were also multiple no delivery alarms. The last blood glucose was 263 mg/dl and the customer had bolused with the insulin pump with 3.0 units. After troubleshooting for the no delivery alarm during bolus, the customer was advised to change the entire infusion set. After troubleshooting, customer was advised that insulin pump would need to be replaced, to discontinue use of the pump and to revert to a backup plan. The insulin pump and the reservoir will be returning for analysis. The infusion set will not be returning for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test and reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion reservoir was not occluded.